Manufacturer narrative:
(B)(4). Journal article source: brian j. Mcgrory, md, ms, anna jorgensen, md. 2017. High early major complication rate after revision for mechanically assisted crevice corrosion in metal on-polyethylene total hip arthroplasty. The journal of arthroplasty. 1-31 pgs. Http://www.sciencedirect.com/science/article/pii/s0883540317305879?via%3dihub. Concomitant product(s): unknown biolox head. Unknown tm stem. Unknown cup. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported in a journal article that a patient underwent a closed reduction due to dislocation. No further information is available at this time.